Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a pcb00 21.0 diopter monofocal lens did not unfold after insertion into the eye. The doctor cut the lens in order to remove it and replace it with another iol of the same model and diopter. Reportedly, the patient is doing well.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Device returned to manufacturer on: 3/21/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed viscoelastic residue on the cartridge, however, no damage was observed on the cartridge. Loose fibers/particles were observed on lens pieces related to the handling of the unit out of a sterile environment. No damages or scratches were observed in the lens optic zone. No damages to the haptics were observed either. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request has been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.